Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an 89 year old male who developed atrial fibrillation with rapid ventricular response. The patient was started on an amiodarone infusion with a bolus administered. No additional information was provided.